Event description:
On (B)(6) 2010, the patient reported his insulin infusion device piston rod broke inside the cartridge chamber. He stated that while replacing the insulin cartridge he noticed something was not right with the piston rod so he turned his device over. The "top hat" piece of the piston rod came out of the device. He said his device has not been dropped. The patient switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.